Event description:
The manufacturer service technician reported that the device had top part of the blade mount missing while it was being serviced at the manufacturer facility. There were no adverse consequences related to this event.